Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2014. According to the complainant, the was being implanted to treat a lesion due to a malignancy. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, the physician deployed that stent at the desired location. However, during removal of the delivery system the dilating tip got caught on the distal end of the stent. The stent was moved from its desired location. The stent was removed from the patient using a rat tooth forceps. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of stent positioning / placement problem. Reported event of catheter difficult to remove. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.